Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation on his left side under the lifevest garment. The area was described as red with broken skin. The patient's nurse applied an ointment and gauze to the irritation. During a follow up, the patient reported that the irritation had improved with the use of the ointment.